Event description:
The customer reported experiencing unexplained high blood glucose for the past year. The blood glucose reading at time of call was 188mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and passed. During the call was found that the customer had fixed prime set at 4.9 units, but she does not use the fixed prime. The customer also stated that the insulin pump seems to stop delivering insulin when there is 50.0 units left in the reservoir, but she receives the low reservoir warning at 20.0 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.